Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: there was evidence of the prime alarm warning observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places. The total daily doses (tdd¿s) added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a high reading on the meter indicating a blood glucose of over 600 mg/dl with symptoms of nausea, blurred vision, and dry mouth. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were multiple loss of prime warnings that caused a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of loss of prime alarms.